Event description:
It was reported that the product broke off into a patient during the procedure. All of the broken pieces were retrieved from the patient.

Manufacturer narrative:
Alleged failure: product broke off into a patient during the procedure. The failure(s) identified in the investigation are consistent with the complaint record. The probable root cause could be that the blade came in contact with a hard object, causing damage to the teeth and hitting the housing edges. Other possibilities of unintended excessive force applied by the user include bending or prying. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product broke off into a patient during the procedure. All of the broken pieces were retrieved from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.